Manufacturer narrative:
On (B)(6) 2019, the patient contacted the cr to report discomfort at the incision site of the stimulator. The patient was scheduled for an appointment with the implanting clinician on december 6, 2020. On (B)(6) 2019, the implanting clinician determined that the stimulator had migrated laterally and elected to explant the stimulator. The explant was completed without complication and no further issues were reported. The cr believed that the patient may not have been compliant with post-operative care instructions, as the cr witnessed the patient making "bending and twisting" after the implant procedure, after instructed by the clinician to refrain from substantial movements until allowing the wound time to heal. The cr also reported that the implanting clinician may have implanted the stimulator more laterally than what would have been ideal, potentially contributing to the migration due to insufficient tissue for anchoring. On (B)(6) 2019, the patient was implanted with a new stimulator near the same location. The implant was completed successfully without complication, and the patient has reported getting great therapy.

Event description:
Sometime in (B)(6) 2019, the patient began to have discomfort at the implant site. The patient believed the discomfort was normal postoperative pain. The patient allowed time to pass after the implant procedure before contacting the cr to report the discomfort.